Event description:
It was reported that a female pt was admitted to the hospital for excoriation on her body. An actiflo indwelling bowel catheter was inserted for fecal discharge management during the healing process. After 19 days, rectal bleeding was noted and the device was removed. The pt was scoped and an ulceration was noted on the rectal wall. The doctor ordered the device to be re-inserted with less water in the retention cuff of the device in order to minimize cuff pressure. It was reported that the bleeding stopped with no intervention and the use of the device was continued without further incident. Pt was discharged from the hospital.

Manufacturer narrative:
No additional information was provided. Hospital stated they are well versed in the use of the device and consider this to be an isolated incident.